Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the rv lead was infected with (B)(6). As per additional information from the patient advocate, there was still a part of the lead left in the patient. There were no additional adverse patient effects reported. All available information indicates that the rv lead was abandoned surgically.